Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was on vacation in costa rica and her pump kept alarming no delivery while attempting to deliver a bolus. The customer stated that she had been changing infusion sets. The insulin exited but the pump continued to alarm no delivery. The customer was advised to revert to a back-up plan and that the pump would be replaced. Since the customer was on vacation, the replacement pump could not be sent. The customer was aware and stated that she will use her brother's old pump until she gets back from vacation. The customer was also advised to seek medical attention if she does not feel well. The customer stated that she may be making a mistake when preparing the reservoir and she will try to determine the issue. The pump was not returned for analysis.